Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the button was unresponsive. The customer¿s blood glucose level was unknown. Customer stated that the using the down arrow does not allow them to navigate screens. The insulin pump will be returned for analysis.

Manufacturer narrative:
During power up, the down arrow keypad button did not work. As a result, I was unable to get to the main screen and the menus. After swapping the boards into another case, the problem resolved itself and seems to be isolated to the keypad and flex cable. Unable to perform the displacement and self tests due to the intermittent keypad.